Event description:
It was reported, that a durom acetabular component 52/46 code l was implanted on (B)(6) 2010 on the right side. The implant was revised on (B)(6) 2014 due to osteolysis.

Manufacturer narrative:
The manufacturer did not receive devices for review. X-rays, pictures and the surgery report were received. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and/or the device(s) be returned for evaluation, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with outside us durom cups where the initial implant date occurred after the accomplishment of a retraining program for users outside the USA which was initiated in november 2009 as a corrective action and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. (B)(4).